Event description:
Insufficient quantities of oil in the drive gear box of the c-arm may lead to failure in the gear box allowing free rotation of the c-arm. This was discovered during life tests of the drive mechanism.